Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, noise and oversensing were observed. Troubleshooting was performed and further analysis was discussed. A lead revision will be performed at the time of device replacement due to normal battery depletion. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.